Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up identified the patient underwent a surgical procedure prior to the issue, and the device was not placed in surgery mode.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced loss of stimulation. Communication could not be established with the ipg. Surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.